Manufacturer narrative:
An update was made to reflect the most accurate information. The event was a product problem and not an adverse event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient had adaptive stim set up and reported that therapy would change on its own. Rep could not replicate the issue but reviewed with the patient that it would change based on position. Patient was convinced that that was what was happening. Orientations were checked and angles were adjusted to help. Patient also reported that the therapy group changed on its own. Ts reviewed that as did not change groups. This could only be done manually on the pc or clinician programmer. The rep believed it was done mistakenly by the patient when device was in his pocket. Patient would monitor and check back. No symptoms reported. No further complications were reported/ anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the rep adjusted the angles and reviewed the minute waiting time. The patient was not seeing the issue again. No further complications were reported.